Manufacturer narrative:
The insulin pump had button error alarm and no button response due to corroded keypad traces. No moisture damage inside reservoir tube or inside pump noted during testing.

Event description:
The customer reported via phone call that they received a button error alarm. The customer reported that the insulin pump was exposed to insulin. The customer's blood glucose was 181 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.